Event description:
It was reported that an asymptomatic patient presented in the clinic, the atrial lead exhibited low impedance and noise due to clavicular crush damage. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.